Event description:
It was reported that the system monitor was missing two of the locking feet. A functional test failed during the modem test.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the system monitor (serial number: vsm-3870) missing its locking feet and not passing the modem test were confirmed via evaluation of the returned unit at the european distribution center. Two additional locking feet were added to the unit, and the main printed circuit board (pcb) was replaced to resolve the observed modem test issues. The repaired unit underwent a full functional checkout and passed each step without issue. Preventative maintenance was performed, and the serviced system monitor was returned to the rental pool. The main pcb was forwarded for further analysis. The pcb was installed into a known working test system monitor, and the system was found to function as intended. The system passed the modem test multiple times, and the reported event was unable to be further reproduced. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2013. Handling precautions when the system monitor is mounted on the power module are documented in the power module instructions for use (IFU). The power module IFU ¿ ¿routine maintenance¿ instructs users to regularly inspect their equipment for damage, including the system monitor, and to obtain replacements if necessary. The heartmate system monitor IFU instructs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.